Event description:
Noise is present on the rv lead causing inappropriate detection and shock. An iegm of noise and follow-up is included with this report. The lead remains implanted.

Manufacturer narrative:
Upon receipt, the lead was found dissected at some 51 cm distal to the lead tip. The proximal fragment was not returned for analysis. It is reasonable to assume that the lead was dissected in the course of the lead explantation. The analysis of the fragment demonstrated a rubbed through insulation at approx. 48 cm proximal to the lead tip. The coating of the conductor cable was found damaged in this area. This insulation damage can be considered as the root cause for the observed noise issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD housing. The cuttings of the insulation resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.